Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's bg level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated blood glucose. Reportedly, the customer alleged that the pump did not deliver insulin as intended; however, the alleged root cause could not be confirmed. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.